Manufacturer narrative:
This is a supplemental report for this case and was originally reported on MDR# 3030677-2015-00946. We have updated our submission system to electronic only submissions and were not able to convert the previous MDR to electronic format. Become aware date updated to: (B)(4) 2015.

Event description:
It has been reported that the device is failing self-test.